Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time a replacement procedure has been postponed due to the patient being diagnosed with an unknown disease. The field will communicate when the device will be explanted but for the time being, it remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
According to the field ther are still no plans for any intervention at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated that the disease the patient has is a febrile infection.